Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.

Manufacturer narrative:
(B)(4). We received one used, completely filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected at the sample. In as-received condition the white clamp was closed. There was no wing cap at the patient connector. After opening the top cap and removing the closing cone, we detect solution (liquid) and crystallized drug residues at the filling port (lli-cone). Furthermore, we detected no air bubble inside the triangle tube. Further on, we detected residues of the solution (liquid) at the lla-cone of the patient connector. In addition, a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Then the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. Statement: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. As received condition, clamp clip is closed and no wing cap is observed at pump. Big top cap is opened. No discofix cap is observed. Detected crystallized residue at cap valve. Additionally detected crystallized residue at male luer lock. Analysis: clamp clip is released. No flow is observed. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). Immediately observed flow of solution. It can be concluded that the complaint sample is not working due to blockage at glass tube. Corrective measures has been initiated and are documented under cap 001387. Justification: justified. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): the pump has not diffused, drug: 5fu.